Event description:
Guidant received information that this implantable cardioverter defibrillator (ICD) and this transvenous implantable lead exhibited a shocking lead impedance measurement of greater than 125 ohms. All other lead measurements were normal.

Manufacturer narrative:
A 31 j shock was delivered to evaluate the integrity of the shocking system. The impedance was within the normal range at 60 ohms. The lead remains implanted. The event will be reopened if additional information is received.